Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of autolog one source packs, it was reported that there were only 2 layers of packaging when there should be 3 layers to guarantee sterlization. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there where 14 products. All packed in the wrong way so they were not sterile upon arrival. Medtronic received additional information that these where already replaced and shipped to customer. But the new products that were sent as replacements was also sent with two layers so we are back to square one.